Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that patient's atrial lead exhibited high threshold. During lead revision procedure, it was noted, that patient's right ventricular (rv) lead and atrial lead was twisted. It was also noted, that patient's implantable cardioverter defibrillator (ICD) was migrated, due to twiddlers. The atrial lead was explanted and replaced. The rv lead was capped on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported events of dislodgement, twiddlers, and inadequate capture were not confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing was normal.

Manufacturer narrative:
H6- type of investigation code should be "10 - testing of actual/suspected device" rather than "4114 - device not returned" in follow up number 2.